Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine 20 mg/ml; 5.251 mg/day and bupivacaine 1 mg/ml; 0.2626 mg/day via an implantable pump. Indication for use was non-malignant pain, post lumbar laminectomy syndrome and lumbar radiculopathy. The date of the event was (B)(6) 2016. It was reported the patient started having pain issues in (B)(6) 2016 (date unknown) and was in a lot of pain since last friday, (B)(6) 2016. The patient believed his pump malfunctioned. The patient did not know what happened but the pump was due to be replaced. The patient had a pump replacement scheduled for (B)(6) 2016. Per the hcp, the pump had elective replacement indicator of four months and was the reason the replacement was scheduled. Post-operative battery replacement was scheduled for (B)(6) 2016 at 10:30 am. The patient followed up in the clinic on (B)(6) 2016 for a pump refill. Per clinic notes, follow up on low back pain. The patient complains of pain in the low back. The pain radiates into the bilateral lower extremities. He describes the pain as aching, cramping, dull, shooting, stiffness and throbbing. The patient h as been experiencing this pain for years. He reports onset of pain gradually over time. The patient describes his pain as constant. The pain is made worse by bending, twisting, turning, lifting, walking, going up stairs and going down stairs. His pain gets better with injections, inactivity, taking medications and resting. The patient uses a cane and a walker as a supporting device. Patient says, at its worse his pain is 8/10. At its least his pain is 4/10. The patient has not seen any other physicians since his last visit. No diagnostic test results were available for review at this visit. Adverse effects of current medication regimen include: constipation. The patient is compliant. He is not exhibiting any aberrant behavior. A maps report has not been reviewed. A rapid urine drug screen was not performed at this visit. The urine drug screen gc confirmation was not reviewed. He has tried and failed trials of bulk laxatives, e.g., polycarbophil/fibercon, psyllium metamucil, methylcellulose/citrucel, stool softener docusate sodium, and a short course of stimulant laxatives, e.g. Dulcolax, senna. Recent treatments for his pain symptoms include injection therapy and medications. He recently had a lumbar facet joint rhizotomy and epidurolysis performed on (B)(6) 2016. The patient is finding approximately 50% analgesic relief on the current treatment regimen. The patient is finding approximately 50% functional relief on the current treatment regimen. Follow up - neck pain: the patient complains of pain in the neck. The pain radiates into the bilateral upper extremities. He describes the pain as aching, cramping, dull, sharp, shooting, stiffness and throbbing. The patient has been experiencing this pain for years. He reports onset of pain gradually over time. The patient describes his pain as constant. The pain is made worse by reaching above the shoulders and range of motion of affected joint. His pain gets better with injections, inactivity, taking medications and resting. The patient uses a cane and a walker as a supporting device. Patient says, at its worse his pain is 8/10. At its least his pain is 4/10. The patient has not seen any other physicians since his last visit. No diagnostic test results were available for review at this visit. Review of systems: constitutional symptoms: denies fever, fatigue, chills, night sweats and weight loss. Reports normal appetite. Respiratory: denies trouble breathing, shortness of breath, asthma, copd/emphysema, sleep apnea and wheezing. Cardiovascular: denies chest pain, poor circulation, blood clots, irregular heart beat, limb pain on walking and ankle swelling. Musculoskeletal: denies muscle wasting and muscle weakness. Neurological: denies seizures, blackouts, trouble with memory, trouble concentrating, headache, stroke, fainting spells and tremors. The patient reports no gait disturbance. Psychiatric: denies anxiety, depression, mood swings, nervousness and sleeping difficulty. Vital statistics: (B)(6). Patient is advised to follow up with his primary care physician for evaluation and diet plan. Temperature: 96.60 deg. F. Pulse: 53 beats/min. Bp systolic: 150 mmhg. Bp diastolic: 70 mmhg. Blood pressure is not within normal limits. Patient is advised to follow up with his primary care physician for evaluation and care plan. Physical examination: general: the patient is well developed and well-nourished. Patient is alert and oriented. He is in no acute distress. Patient has good hygiene. Eyes: pupils are equal, round and reactive to light and accommodation. Sciera appears to be clear. Conjunctiva is normal. Patient is able to follow the object through 6 cardinal positions of gaze. Ent:oral mucosa is moist and pink. He has good dentition. On examination, tongue appears to be normal. Neck: there is no deviation of trachea from midline. On examination, there is no evidence of thyroid mental status: patient is awake and alert. He is oriented to person, oriented to place and also oriented to time. His recent memory is intact. His mood and affect are normal. Cervical spine exam: inspection of the cervical spine reveals signs of inflammation, a scar and decreased cervical lordosis. Upon palpation, the cervical spine is stiff, is tender, shows evidence of muscle spasm and facets are painful from cervical 3 to cervical 7 bilaterally. Loading of the facet joints elicits pain. Anterior flexion is decreased by 50%. There is pain noted when neck is flexed anteriorly. Extension of cervical spine is decreased by 50%. There is pain noted with extension of cervical spine. Left lateral rotation is decreased by 50%. There is pain noted with left lateral rotation of cervical-spine. Left lateral flexion is decreased by 50%. There is pain noted with left lateral flexion of cervical-spline. Right lateral rotation of the cervical-spine is decreased by 50%. There is pain noted with right lateral rotation. Right lateral flexion of the cervical-spine is decreased by 50%. There is pain noted with right lateral flexion. Thoracic spine: there is scoliosis and a scar in the thoracic spine noted on inspection. There is tenderness noted at paraspinal muscles and facet joint lines. Range of motion of the thoracic spine is restricted with flexion and restricted with extension. Hyperextension of thoracic spine caused increased pain. Lumbar spine: inspection of the lumbar spine reveals signs of inflammation, a scar and decreased lumbar lordosis. Upon palpation, the lumbar spine is stiff, is tender, shows evidence of muscle spasm and has bilateral facet pain from lumbar 1 to lumbar 5. Loading of the facet joints elicits pain. There is pain in the sacroiliac joint bilaterally. There is tenderness in the greater trochanteric bursas on the left side. Anterior flexion of lumbar spine is decreased by 50%. Anterior lumbar flexion causes pain. Extension of lumbar spine is decreased by 50%. There is pain noted with lumbar extension. Left lateral hexion of the lumbar spine is decreased by 50%. Left lateral flexion causes pain. Right lateral flex ion of the lumbar spine is decreased by 50%. There is pain noted with right lateral flex ion. Neurology - coordination: the patient's gait is consistent with an antalgic gait bilaterally. The patient was unable to do heel walk. The patient was unable to do toe, walk. There is no enlargement of the lymph nodes noted on palpation. Neurology - special tests: cranial nerves 2-12 are grossly intact. Occipital nerve palpation elicits bilateral posterior head pain. Special testing of cervical spine is abnormal. Facet loading test of the cervical spine is positive bilaterally. Spurling's test is positive on the right. Hoffmann's sign is negative bilaterally. Special testing of lumbar spine is abnormal. Facet loading test of the lumbar spine is positive bilaterally. Straight leg raising test is positive on the left. Sacroiliac joint compression test is positive bilaterally. Patrick's test is positive on the left. Neurology - motor strength: bilateral upper extremities: 4/5. Bilateral lower extremities: 4/5. Neurology -sensation: there is decreased sensation to light touch and pinprick noted in bilateral upper extremities. There is decreased sensation to light touch and pinprick noted in bilateral lower extremities. Lumbar 3-sacral 1 neurology - deep tendon reflexes: bilateral upper extremity (dtr): 1. Bilateral lower extremity (dtr): 1. Babinski's sign: negative bilaterally. Patient has soft cervical collar in place. Procedure description: pump refill was performed by using manufacture refill kit. Aseptic technique was used. Patient was brought into the procedure room. Sterile technique was used. Patient denies any problems with vision/sedation/bowel /bladder. Preparation of the skin: patient was asked to lie in a supine position. The pump position was identified by clinical examination and confirmed under ultrasound. Under ultrasound, the pump pocket was noted to be clear of fluid. The skin over the pump was prepared using betadine x3 and 90% alcohol. Prep skin was covered with a sterile drape. Refill of the pump: the needle provided by the manufacturer was used. A sterile marker was used to identify the refill port in the middle of the pump. The needle was passed in the middle of the chamber. The reservoir left over medications was aspirated. The reservoir volume was calculated and recorded. The medication was discarded. The sterile medications were instilled in the pump using aseptic technique. The aspiration test was performed after every 5cc injected. Total volume injected was same as pump volume. Injected volume was recorded. Again, the pump pocket was visualized under ultrasound and it was confirmed that the pump pocket was free of fluid and that the medications had been injected into the pump. The programming was performed. The reservoir expected volume was compared with real aspirated reservoir volume. The reservoir volume was changed to pump volume. Alarm volume was adjusted to 2cc. Changes were made in daily dosage and documented. Next refill date calculated by the computer. The date was noted and the patient was informed in writing. Discharge of patient: patient was observed for hemodynamic changes and discharged with a copy of the printout of the changes and next refill date. The patient followed up in the clinic on (B)(6) 2016 for a pump adjustment. The patient complains of pain in the low back .the pain radiates into the bilateral lower extremities. He describes the pain as aching, cramping, dull, shooting, stiffness and throbbing. The patient has been experiencing this pain for years. He reports onset of pain gradually over time. The patient describes his pain as constant. The pain is made worse by bending, twisting, turning, lifting, walking, going up stairs and going down stairs. His pain gets better with injections, inactivity, taking medications and resting. The patient uses a cane and a walker as a supporting device. Patient says, at its worse his pain is 9/10. At its least his pain is 7/10. The patient has not seen any other physicians since his last visit. No diagnostic test results were available for review at this visit. The patient is finding approximately 50% analgesic relief on the current treatment regimen. The patient complains of pain in the neck. The pain radiates into the bilateral upper extremities. He describes the pain as aching, cramping, dull, sharp, shooting, stiffness and throbbing. The patient has been experiencing this pain for years. He reports onset of pain gradually over time. The patient describes his pain as constant. The pain is made worse by reaching above the shoulders and range of motion of affected joint. His pain gets better with injections, inactivity, taking medications and resting. The patient uses a cane and a walker as a supporting device. Patient says, at its worse his pain is 9/10. At its least his pain is 7110. The patient has not seen any other physicians since his last visit. No diagnostic test results were available for review at this visit. The patient is finding approximately 50% analgesic relief on the current treatment regimen. The patient is finding approximately 50% functional relief on the current treatment regimens finding approximately 50% functional relief on the current treatment regimen. Review of systems: constitutional symptoms: denies fever, fatigue, chills, night sweats and weight loss. Reports normal appetite. Respiratory: denies trouble breathing, shortness of breath, asthma, copd/emphysema, sleep apnea and wheezing. Cardiovascular: denies chest pain, poor circulation, blood clots, irregular heart beat limb pain on walking and ankle swelling. Musculoskeletal:as stated in hpi. Denies muscle wasting and muscle weakness. Neurological:as stated in hpi. Denies seizures, blackouts, trouble with memory, trouble concentrating, headache, stroke, fainting spells and tremors. The patient reports no gait disturbance. Psychiatric: denies anxiety, depression, mood swings, nervousness and sleeping difficultly. Vital statistics: (B)(6). Patient is advised to follow up with his primary care physician for evaluation and diet plan. Temperature: 97.20 deg. F. Pulse: 61 beats/min. Bp systolic: 145 mmhg. Bp diastolic: 71 mmhg. Blood pressure is not within normal limits. Patient is advised to follow up with his primary care physician for evaluation and care plan. Physical examination general:the patient is well developed and well-nourished. Patient is alert and oriented. He is in no acute distress. Patient has good hygiene. Eyes: pupils are equal, round and reactive to light and accommodation. Sciera appears to be clear. Conjunctiva is normal. Patient is able to follow the object through 6 cardinal positions of gaze. Ent: oral mucosa is moist and pink. He has good dentition. On examination, tongue appears to be normal. Neck: there is no deviation of trachea from midline. On examination, there is no evidence of thyroid gland enlargement. There is no enlargement of the lymph nodes noted on palpation. Mental status: patient is awake and alert. He is oriented to person, oriented to place and also oriented to time. His recent memory is intact. His mood and affect are normal. Cervical spine exam: inspection of the cervical spine reveals signs of inflammation, a scar and decreased cervical lordosis. Upon palpation, the cervical spine is stiff, is tender, shows evidence of muscle spasm and facets are painful from cervical 3 to cervical 7 bilaterally. Loading of the facet joints elicits pain. Anterior flexion is decreased by 50%. There is pain noted when neck is flexed anteriorly. Extension of cervical spine is decreased by 50 percent. There is pain noted with extension of cervical spine. Left lateral rotation is decreased by 50o/o. There is pain noted with left lateral rotation of cervical spine. Left lateral hexion is decreased by 50 percent. There is pain noted with left lateral flexion of cervical spine. Right lateral rotation of the cervical-spine is decreased by 50%. There is pain noted with right lateral rotation. Right lateral flexion of the cervical-spine is decreased by 50%. There is pain noted with right lateral flexion. Thoracic spine: there is scoliosis and a scar in the thoracic spine noted on inspection. There is tenderness noted at paraspinal muscles and facet joint lines. Range of motion of the thoracic spine is restricted with hexion and restricted with extension. Hyperextension of thoracic spine caused increased pain. Lumbar spine: inspection of the lumbar spine reveals signs of inflammation,a scar and decreased lumbar lordosis. Upon palpation, the lumbar spine is stiff, is tender, shows evidence of muscle spasm and has bilateral facet pain from lumbar 1to lumbar 5. Loading of the facet joints elicits pain. There is pain in the sacroiliac joint bilaterally. There is tenderness in the greater trochanteric bursas on the left side. Anterior flexion of lumbar spine is decreased by 50%. Anterior lumbar flexion causes pain. Extension of lumbar spine is decreased by 50%. There is pain noted with lumbar extension. Left lateral flexion of the lumbar spine is decreased by 50%. Left lateral flexion causes pain. Right lateral flexion of the lumbar spine is decreased by 50%. There is pain noted with right lateral flexion. Neurology·coordination: the patient's gait is consistent with an antalgic gait bilaterally. The patient was unable to do heel/walk. The patient was unable to do toe walk. Neurology·special tests: cranial nerves 2-12 are grossly intact. Occipital nerve palpation elicits bilateral posterior head pain. Special testing of cervical spine is abnormal. Facet loading test of the cervical spine is positive bilaterally. Spurling's test is positive on the right. Hoffmann's sign is negative bilaterally. Special testing of lumbar spine is abnormal. Facet loading test of the lumbar spine is positive bilaterally. Straight leg raising test is positive on the left. Sacroiliac joint compression test is positive bilaterally. Patrick's test is positive on the left. Neurology ·motor strength: bilateral upper extremities: 4/5. Bilateral lower extremities: 4/5. Neurology·sensation: there is decreased sensation to light touch and pinprick noted in bilateral upper extremities. There is decreased sensation to light touch and pinprick noted in bilateral lower extremities. Lumbar 3-sacral 1 neurology·deep tendon reflexes: bilateral upper extremity (dtr): bilateral lower extremity (dtr): babinski's sign: negative bilaterally. Procedure: telemetry and reprogramming of intrathecal opioid pump. Indications: pain relief is inadequate on current intrathecal pump settings. Patient denies any problems with vision/sedation/bowel/bladder. The pump was updated (B)(6) 2016 to increase the daily dose 5 percent to morphine 5.5 mg/day. Description: the patient was seen and identified in the preop area. Vital signs were taken. Telemetry and reprogramming was performed using authorized manufacture device. The patient tolerated the procedure well and will follow up for further management and refills. The patient was sent home once meeting discharge criteria. Patient has soft cervical collar in place. Current medication includes advair diskus, aspirin, atenolol 100/25mg every day, carvedilol, celebrex, fluticasone furoate, furosemide, isosorbide dinitrate, lisinopril, oxycodone hcl 30 mg every 4-6 hours, pantoprazole, potassium chloride, tamsulosin, and (B)(6). Past medical history includes diabetes, hypertension, prostate cancer, and no known drug allergies. The patient never drinks alcohol, never smoked tobacco and never used any illicit drugs. Surgical history includes hernia repair, cervical fusion, thoracic fusion, and lumbar fusion x 4. Assessment and plan: cervicalgia, greater trochanteric bursitis, osteoarthritis, sacroiliitis, cervical disc herniation, cervical radiculopathy, degeneration of cervical intervertebral disc, cervical spondylosis, lumbosacral spondylosis,lumbar facet arthropathy, lumbar radiculopathy, cervical postlaminectomy syndrome, lumbar postlaminectomy syndrome, lumbago. (B)(6)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.